Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin correction to d(10): (device available for eval: yes, date returned to mfg: 6/24/2019) the device had been received at the time of initial report. Correction to device evaluated by MFR: (device returned to manufacturer? Yes) the device had been returned to the manufacturer at the time of initial report. Correction to lot number changed from blank to pd1c09251811. Serial number changed from (B)(4) to (B)(4) expiration date changed from blank to 3/25/2020. Unique identifier (UDI) # changed from (B)(4) to (B)(4). Correction to device manufacture date: device mfg date changed from blank to 9/25/2018.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that patient's bg (blood glucose) reached over 400 mg/dl while wearing the pod longer than 48 hours. The patient's cannula was found bent when removed from the infusion site (leg). For treatment, changed the pod/site and bolused, then went to the urgent care. By time she got there, her bg was dropping to normal levels. Patient did not receive any medical treatment from the urgent care, they checked her bg level by drawing blood and took her vitals.